Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a stored episode showed noise on all channels, that may be from a procedure that day. The stored episode appears to have pacing inhibition on the right ventricular (rv) channel, that is greater than 2 seconds. This is a pacemaker dependent patient. The presenting egm taken after the procedure, shows the device operating as programmed. No adverse patient effects were reported.